Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device's cut wire broke at one end, however, it did not detach from the device. The procedure was completed with another autotome sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.